Event description:
The customer reported being hospitalized due to high blood glucose of 641mg/dl. Troubleshooting was performed. The caller stated that she woke up early in the morning vomiting, and her blood glucose level was treated with the insulin pump, but a few hours later she took a manual injection. Then the customer contacted her doctor who recommended going to the emergency room. The time and date were incorrect. Assisted the caller to correct them. Advised the customer to run a manual prime test and the insulin did exit. Performed a high pressure test and passed. Instructed the customer to change the entire infusion set and reservoir. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.